Event description:
On (B) (6) 2010 - the pt underwent umbilical hernia repair with mesh implant. The mesh was secured with non-absorbable sutures. On (B) (6) 2010 - the pt presented with abdominal pain, a CT of the abdomen was performed which showed a high grade bowel obstruction. On (B) (6) 2010 - the pt was taken back to surgery. The surgeon noted the patient's small bowel was adhered to the mesh and the mesh in the area of 3:00 to 9:00 o'clock had partially detached from the abdominal wall. The bowel adhesions were released. The mesh was not explanted. The mesh was fastened with another MFR's device. Per the operative report: "the small bowel was found indeed adhered to the mesh that was ruptured in the lower medial from about 6 to 8, and the bowel was stuck to the ventral surface of the mesh." The surgeon anchored the mesh with protacks." The pt is doing "great" per md.

Manufacturer narrative:
We discussed this case with the surgeon, and have received both the implant operative report and the (B) (6) 2010 operative report. However, based on the available info, and without a sample eval, we are unable to determine what caused the mesh to become partially detached from the pt abdominal wall.